Event description:
It was reported that the spider socket would not work properly; it would not lock. Surgery was postponed. There was not a back-up device available. Patient did not suffer any injury/harm from the surgery.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting, as it happened during set-up and not during the actual procedure. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, during set-up, the spider socket would not work properly; it would not lock. No patient involved.